Manufacturer narrative:
Product event summary: the pump, the controller and the batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections; however battery with serial number (B)(4), did not participate in any power switching events during the analyzed period. Momentary disconnection will result in an audible tone or "beep". As a result, the reported event was confirmed. Log file analysis also revealed one critical battery alarm involving (B)(4) during the analyzed period. The critical battery alarm was the result of the patient allowing the battery to deplete below 10% relative state of charge (rsoc). Additionally, multiple low battery alarms were logged in the data file; the low battery alarm was due to both batteries depleting below 25% rsoc. As a result, the reported critical battery and low battery events were confirmed. A review of the alarm file revealed intermittent suction events through (B)(6) 2018; however power consumption remained in normal operating range with no suction alarms logged. As a result, the reported suction event was confirmed. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the premature power switching events and "reported beeps" can be attributed to momentary disconnections between the controller and battery. The most likely root cause of the critical battery event can be attributed to the patient allowing the battery to depleting below 10%. The most likely root cause of the reported low battery alarm can be attributed to both batteries depleting below 25% rsoc. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420-controller / expiration date: 2018-08-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-08-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-03-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-03-31 (B)(4). Heartware ventricular assist system ¿ battery / model #: 1650de, device evaluation anticipated, but not yet begun (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that controller exhibited power switching on multiple batteries. One battery triggered a critical battery alarm and another battery triggered a low battery alarm which were both resolved when the respective batteries were reattached. Intermittent suction events were also report through log file analysis. The pump, controller, and all associated batteries remain in use. No patient complications have been reported as a result of this event.